Manufacturer narrative:
Out of warranty; no request for manufacturer's service. Results: loose pcb board.

Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba ada reference failure. The customer reported there was no patient harm. A vent inop condition operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the manufacturer's product support engineer advised the hospital biomedical engineer to evaluate the data acquisition pcb board and data acquisition to motor controller pcb cable for replacement to address the reported problem. The biomedical engineer reported the voltages and cable checked ok. The biomedical engineer reported the data acquisition board was reseated as a precaution due to possible movement during device use. The device passed testing and was returned to respiratory care and informed of the findings.